Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-01366, 1627487-2020-01367, 1627487-2020-01368. It was reported the patient experienced ineffective therapy due to high impedances. In turn, the patient may undergo surgical intervention to address the issue. Note: since it is not known which device was causing the issue, all possible devices are being reported on.

Event description:
Additional information indicates the system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.